Manufacturer narrative:
The reported event of far r oversensing was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the external insulation abrasion exposing the outer coil.

Event description:
It was reported the patient presented in clinic for follow up. Upon device interrogation, it was discovered that the atrial lead exhibited far-r wave over-sensing. The atrial lead was explanted and replaced. The patient was in stable condition.